Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 4.6 mmol/l at the time of the incident. Customer stated that reservoir ring was cracked and reservoir was unable to locked in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.